Event description:
It was reported that the patient presented for a generator change due to elective replacement indicator (eri). A pocket revision was requested by the patient because of interaction of the shoulder with the implantable cardioverter defibrillator (ICD). The pocket was revised successfully, and the new device was relocated in much more medially. The patient was discharged home.

Manufacturer narrative:
The reported event was that the interaction of the patient's shoulder could not be confirmed. Upon receipt, the device voltage was at elective replacement indicator (eri). Analysis of the device image found no anomalies. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.